Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the b30 error message was likely caused by an abnormality in communication with the scope due to the attachment of foreign matter and moisture at the electrical junction, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found front panel is cracked and missing caution label. The scope socket locking mechanism was not locking and not covering up pins. Lamp life was over 500 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, a b30 scope communication error code was received when using the evis exera iii xenon light source. The issue was found during preparation for use. There were no reports of patient harm.